Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the they had received multiple power errordetected alarms. It was verified from the alarm history that the alarm occurredevery 4 hours. The customer had to perform the rewind sequence after everyalarm. The customer was advised to remove the battery from the insulin pump andsee if the red led blinks. The customer was advised to wait until the led stopsblinking and then insert a new battery. The customer was advised to call backif the alarm appears again. The customer¿s blood glucose level was unknown. Thedevice will not be returned for analysis.